Event description:
Delivery failure [device issue], blood pressure decreased, hypoxia. Case description: a maude report (B)(4) was received on (B)(6) 2013 from the FDA, regarding a medical device complaint. The reporter noted the "nitric oxide delivery system failed while on pt." On (B)(6)2012, a respiratory therapist (rt) filed a voluntary maude report with the FDA regarding a inomax device (model and serial number not provided). The rt reported that on (B)(6) 2013, the "nitric oxide delivery system failed while on a pt." She reported "they were unable to recover the device, so the rt bagged the pt while a new replacement device was attached." The rt also reported that "the pt was stabilized to previous baseline with no residual or harm to pt." A search of the ikaria safety database revealed no safety reports from this reporter or facility during the time frame indicated in the maude report. A search of the ikaria complaint reporting database revealed a complaint received by ikaria customer care on (B)(6) 2013 (B)(4) from this reporter, requesting delivery of an inomax dsir unit. The rt (second hand reporter) stated that "an inomax dsir (serial # (B)(4)) went into delivery failure" and was switched out with another dsir (serial # no provided). The rt refused assistance from ikaria technical services stating "they were short staffed and unable to troubleshoot the device at the time." The rt told customer care that she would call ikaria technical support services in the morning and troubleshoot the device then. The reporter did not call back and ikaria technical services followed up with her on (B)(6) 2013. The rt did not want to troubleshoot the device and requested the device be picked up for service eval. The rt did not mention any impact to the pt in either phone call. The inomax dsir (B)(4) was returned for inspection. After receiving the maude report, the facility was contacted to obtain additional details regarding the report's reference to "the pt was stabilized..." On (B)(6) 2013, the rt who reported the device issue to customer care on (B)(6) 2013, stated that she reported the device issue to the hospital's risk management depts required by hosp protocol. Hosp risk mgmt submitted the voluntary report to the FDA. According to the rt (second hand reporter), the pt was an adult female admitted to the intensive care unit with a diagnosis of acute respiratory distress syndrome (protocol) (admission date not provided). No medical history or concomitant medications were provided by this reporter. The rt stated that the pt had been on inomax (dosage not provided) for about a week when, on (B)(6) 2013, the dsir (serial # (B)(4)) device went into delivery failure showing a red x on the screen. Nothing was being done to the pt prior to the device alarming. An rt and nurse immediately went into the pt's room. The rt did a quick visual check of the dsir system then disconnected the pt from the device and manually ventilated the pt with the ino blender while the dsir was switched out. According to the rt, they were "short staffed" and the rt was "not that familiar with the device so they did not attempt to troubleshoot the device." The rt reported that during the switch out, the pt experienced a brief episode of hypoxia and decrease in blood pressure (decreases and baseline parameters not known) both of which resolved in less than 2 minutes. The rt stated that the pt was connected to the new dsir and "stabilized to previous baseline with no residual or harm to pt." According to the rt, the pt was eventually weaned off of inomax, recovered from ards and was later discharged to home. In the rt's opinion, the brief episode of hypoxia and decrease in blood pressure were possibly related to the delivery failure of the inomax dsir (B)(4). Service on the dsir (B)(4) was completed on (B)(4) 2013. Refresher training for the rt dept is being arranged by the ikaria clinical specialist assigned to that hosp. Follow-up info received on (B)(6) 2013, from the director of respiratory therapy provided the start date for ventilatory support as (B)(6) 2013, with inomax start date of (B)(6) 2013, at 20 ppm. Inomax discontinuation was on (B)(6) 2013, after weaning to 0.5 ppm. The rt confirmed the delivery failure occurred on (B)(6) 2013, at 5:35 pm, while the pt was on 20 ppm inomax. The pt's "oxygen saturation via pulse oximeter dropped to 85%" (baseline not provided). The rt confirmed that the "pt was bagged on 100% oxygen and 20 ppm nitric oxide" while a new inomax device was set up. The rt stated that "the pt received 1 amp calcium chloride (cacl) along with vasopressor" (not otherwise specified). The "pt's oxygen saturation levels returned to normal with no adverse effect."

Manufacturer narrative:
The device was returned to the MFR for service investigation. Examination of the svc log confirmed the occurrence of a delivery failure due to monitored nitric oxide > 100 ppm. During a complete functional test of the device, the monitored nitric oxide values observed were with the spec of the nitric oxide dose set on the device. During additional observation of the system, the nitric oxide sensor was found to exhibit a slow speed of response. However, no failure was detected that would have contributed to this incident, so a root cause for the incident was not clear. This condition will be tracked and trended under ikaria's quality system. It should be noted that this MDR is being submitted in response to a voluntary maude report submitted by the hospital, as is ikaria's practice. A medwatch form was not submitted at the time that the event was originally reported to ikaria by the hospital because there was no mention of any impact to the pt during the two telephone conversations immediately following the event. Info regarding the occurrence of adverse events and the use of the calcium chloride along with a vasopressor was provided for the first time during follow-up discussions with the rt after the receipt of the maude report by the ikaria..